Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during skin closure in an orthopedic procedure, in the beginning while anchoring the little loop, the welded loop didn't break, but came loose, it looked like it wasn't welded correctly. Another device was used in order to complete the case. No patient injury.